Event description:
Doctor noticed the vessel sealer was not registered on the robot and saw that the light above the cord which should be blue was red. He called intuitive and they advised him to get a new cord and restart the robot. When he did this, it registered the new vessel sealer. The company wanted him to send the cord and instrument vessel sealer in that did not register to check for malfunction.